Event description:
As reported by the user facility: we recently started using your outlook IV pumps and sets. Nurses have observed trace amounts of residual propofol in the injection site y section of IV sets; you know the drug has a milky appearance. About 1 week ago a pt received 100 mcg of fentanyl via the injection port more than 45 minutes later the pt received reglan as an IV push bolus dose via the same port. Within seconds after administration of reglan, pt experienced profound respiratory depression w/a 1 minute period of apnea. No additional treatment was provided for pt other than to maintain stimulation and keep pt breathing. Pt was discharged to home shortly thereafter w/out further problems. I am concerned that there was residual fentanyl in the y site that was bolused along w/the reglan dose. Additional info provided by the facility indicated they are puzzled by the reaction and everything is "speculation" at this point. The pt appeared to be "narcoticized" after the dose of reglan, an anti emetic drug. She reported the fentanyl was administered approx. 20-30 minutes earlier to the pt, by another staff member. She has reported the line was not flushed after the initial administration of fentanyl and before the i.v. Push bolus of reglan. The facility does not have a policy in place for flushing afer the administration of fluids. The sample was discarded and is not available for eval.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the actual sample a thorough eval could not be performed. It has been determined that this incident is most likely not due to a malfunction of the valve. Due to the nature of the design of this ultrasite valve there is a small amount of retained volume (0.04 ml). The main y-body is the area that is in the mainstream of the fluid path and is flushed with the primary line. However, after administering a bolus drug or even a piggyback, the y-site should be followed with a flushing media. If the y-site is not flushed incidents of the reported nature could occur. The instruction for use supplied with this product indicate to flush per institution protocol.